Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During preparation, the device could not be deployed, and the catheter guide was broken. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401captures the reportable event of catheter-guide break. Block h11: the flexima biliary stent was not returned for analysis; however, media analysis was performed on a video provided by the complainant where it can be observed that it was not possible to introduce a guidewire, and the guide catheter was observed kinked. Product analysis could not confirm the reported events of catheter guide break and stent failure to deploy; the product was not returned for analysis. Based on the information available and without proper evaluation of the device, it is unknown if the clinical observations were due to the technique used during the procedure, anatomical conditions or related to device malfunction. Therefore, due to the lack of evidence and without proper evaluation of the complaint device, cause not established is selected as the most probable root cause.

Manufacturer narrative:
Block h6: imdrf device code a0401captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During preparation, the device could not be deployed, and the catheter guide was broken. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.